Event description:
Related manufacturer reference number: 2017865-2019-11524. Related manufacturer reference number: 2017865-2019-11520. New information received reported that the patient was admitted on june 24, 2019 for chest pain and increased shortness of breath. The patient experienced septicemia. Lead vegetation was suspected. The physician decided to explant the pacemaker, and both the right atrial and ventricular leads. The patient was stable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that patient presented for in-clinic follow up experiencing septicemia. The physician decided to explant the pacemaker. The patient was stable.